Event description:
It was reported to medtronic minimed that the customer experienced crack on the backside of the pump. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1884 was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, missing serial label, scratched case, cracked case, keypad overlay texture damage, cracked battery thread, cracked battery tube, cracked corner belt clip rails and cracked reservoir tube lip. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery thread, cracked battery tube, cracked case and broken reservoir tube lip was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, missing serial label, scratched case, cracked case, keypad overlay texture damage, cracked battery thread, cracked battery tube, cracked corner belt clip rails and a broken reservoir tube lip. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery thread, cracked battery tube, cracked case and a broken reservoir tube lip was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.